Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The ipg was explanted. Device malfunction was not suspected. The patient was doing well postoperatively.